Event description:
Customer reported that the system would display an x-ray overtime error. There was no pt injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced. The system was tested and found to be working as intended and put back into service.